Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/lower left side") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/"), back pain ("back pain"), rash ("rashes"), pruritus ("itching/scalp itching"), dental caries ("tooth decay"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), pain ("pain left side of body") and pain in extremity ("pain radiating in to left leg"). The patient was treated with surgery (underwent surgery for removal of the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, pruritus, dental caries, dyspareunia, urinary tract infection, vaginal discharge, fatigue, alopecia and pain had resolved and the allergy to metals, depression, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, weight increased and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain, pain in extremity, pelvic pain, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: on unspecified date patient had a worsening on the left side. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received: lot number, reporter information, other relevant history, lab data, product information, and events allergic or hypersensitivity reaction type: nickel, infection (bladder/urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, pain left side of body, pain radiating in to left leg were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/lower left side") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In may 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/"), back pain ("back pain"), rash ("rashes"), pruritus ("itching/scalp itching"), dental caries ("tooth decay"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("uti"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), pain ("pain left side of body") and pain in extremity ("pain radiating in to left leg/leg pain"). The patient was treated with surgery (underwent surgery for removal of the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, pruritus, dental caries, dyspareunia, urinary tract infection, vaginal discharge, fatigue, alopecia and pain had resolved and the allergy to metals, depression, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, weight increased and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain, pain in extremity, pelvic pain, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: on unspecified date patient had a worsening on the left side. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain/lower left side") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/"), back pain ("back pain"), rash ("rashes"), pruritus ("itching/scalp itching"), dental caries ("tooth decay"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("uti"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), pain ("pain left side of body"), pain in extremity ("pain radiating in to left leg/leg pain") and chloasma ("melasma"). The patient was treated with surgery (underwent surgery for removal of the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, pruritus, dental caries, dyspareunia, urinary tract infection, vaginal discharge, fatigue, alopecia and pain had resolved and the allergy to metals, depression, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, weight increased, pain in extremity and chloasma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, chloasma, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain, pain in extremity, pelvic pain, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: on unspecified date patient had a worsening on the left side. Discrepancy noted in date of birth of patient . Concerning the injuries reported in this case, the following one was reported via social media: melasma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: content from plaintiff fact sheet received: melasma event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain/lower left side') in a 39-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain/"), back pain ("back pain"), rash ("rashes"), pruritus ("itching/scalp itching"), dental caries ("tooth decay"), dyspareunia ("painful intercourse"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("uti"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems - tooth fracture"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("pain left side of body"), pain in extremity ("pain radiating in to left leg/leg pain") and chloasma ("melasma") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent surgery for removal of the essure device. And wight loss surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, pruritus, dental caries, dyspareunia, urinary tract infection, vaginal discharge, fatigue, alopecia and pain had resolved and the allergy to metals, depression, bladder disorder, urinary tract disorder, migraine, headache, tooth fracture, dysmenorrhoea, weight increased, pain in extremity and chloasma outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, chloasma, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pain, pain in extremity, pelvic pain, pruritus, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: on unspecified date patient had a worsening on the left side. Discrepancy noted in in date of birth of patient . Concerning the injuries reported in this case, the following one was reported via social media:melasma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: dental [problem event updated as event 'tooth fracture' was added. Reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes"), pruritus ("itching/scalp itching"), dental caries ("tooth decay") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgery for removal of the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, pruritus, dental caries and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dental caries, dyspareunia, genital haemorrhage, pelvic pain, pruritus and rash to be related to essure. The reporter commented: on unspecified date patient had a worsening on the left side. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.